Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the staples malformed and could not fire during the thoracoscopic lobectomy after 4th firing with ecr60d. Wait for several seconds, found the all staples leg becoming straight. Performed good firing with new reload. Could not fire (could not squeeze down the firing trigger) on the 6th firing. Another brand's product was used to complete the procedure. There is no report on the patient's injury.

Manufacturer narrative:
(B)(4). Batch number: p56p2d. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with an ecr60b partially fired cartridge loaded on the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. In addition another ecr60d cartridge was received fully fired. The returned device and cartridge reload (a) were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.